Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient's pump delivered dilaudid before in 2014. The medication was increased 166% three times, 92%, 63%, and 38 % in 2014 and then 836% (B)(6) 2014. The patient was hallucinating and missed his niece's funeral and put the patient in the hospital from (B)(6) 2014 to (B)(6) 2014 or (B)(6) 2014. The pump was turned down and the patient had been hallucinating "for a while." The patient's sister was complaining of the patient's hallucinations and they increased the medications in the pump and then decreased the medications and the patient continued hallucinating. The patient was in the hospital when the hallucinations stopped. The patient currently no longer had hallucinations but did hear voices sometimes; however, the voices started when the patient was (B)(6) years old. The pump was turned down to 0.1% and the patient developed a lot of pain due to the low dose. The pump remained implanted and the patient's hallucinations and pain were resolved. The device system also delivered sufenta and bupivacaine.